Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was able to be recovered after troubleshooting.

Manufacturer narrative:
Correction: report type should be malfunction. Correction b1: uncheck adverse event. Correction b5: it was reported that the patient's ipg was able to be recovered after troubleshooting.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated procedure. It is unknown whether or not the patient set the ipg to surgery mode. Surgical intervention may be pending to address this issue.